Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Keeping UDI partial in emdr (1437345) as serial number is unavailable. (B)(6), an rn in the cath lab, called requesting assistance with an autofill failure during insertion. When esp personal asked was the balloon inserted, someone in the room stated yes. Esp personal confirmed the helium tubing was connected at both ends. When asked about the placement of the balloon, the physician stated the placement of the balloon was not the concern, only the connections. (B)(6) then asked when the negative was supposed to be pulled on the balloon. Esp personal explained that the negative was supposed to pulled prior to the insertion. The physician stated they were going to place a new balloon. A female in the room asked several questions about insertion steps. Esp personal and (B)(6) reviewed the steps prior to insertion including pulling the negative on the balloon and where the stop cock would in relation to the inner lumen and arterial line setup. The balloon was placed successfully, and they had appropriate waveforms and numbers per the cath lab team. Esp personal encouraged them to get confirmation of the correct placement by making sure the radiopaque tip was between the 2nd and 3rd intercostal space. Esp personal encouraged them to call back with any questions or if any issues arise. They were very appreciative of the assistance. Esp personal sent (B)(6) the insertion quick reference guide from showpad after our call was completed.

Event description:
N/a.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had autofill failure occurred. There was no harm or injury reported.